Event description:
Welch allyn customer reported their acuity central station had rebooted, but seemed to be stuck in the boot process (qualifying its domain name). Welch allyn technical support walked the customer through the reboot process and the system came up without any issues. Patients reconnect and they resumed monitoring. There was no report of any pt harm as a result of the reported event. Note for the block a: the customer did not provide any pt info.

Manufacturer narrative:
The device evaluation is not yet compete. A follow-up report will be submitted when the evaluation is complete.